Event description:
The customer reported that they were performing a laser treatment and noted a redness on the human patient, then it stopped. The human patient reported back and they developed a 3rd degree burn.

Manufacturer narrative:
The customer reported that they were performing a laser treatment and noted a redness on the human patient, then it stopped. The human patient reported back and they developed a 3rd degree burn. No further information was received. Device not returned for evaluation. The root cause could not be established. Additional reporting on this event will be provided as a supplemental report to this document if new information becomes available.